Event description:
Same case as MDR # 2134265-2012-02456 and 2134265-2012-02403. It was reported that during a stenting treatment procedure the patient expired. The 99% stenosed lesion being treated was located in the non-tortuous, non-calcified left anterior descending artery. Using a non-bsc guide wire and a mach-1 guide catheter, the physician predilated the lesion with a 2.00x12mm apex balloon catheter. The physician then deployed a 2.5x16mm promus element plus stent at 16atms for 16 seconds in the target lesion. A 2.75x8mm nc quantum apex monorail balloon catheter was advanced to the target lesion for post-dilation, however a vessel dissection occurred. A 2.5x24mm promus element plus stent was implanted to treat the dissection, with occlusion of a large diagonal branch. A 1.5x8mm apex flex balloon catheter was used to open the diagonal but was unsuccessful and the patient expired.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)